Event description:
It was reported that the device stopped working. Approximately 2cc of blood was discarded. No pre-donated or bagged blood was required. There were no adverse consequences reported and no medical intervention required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device will not be returned for evaluation.